Manufacturer narrative:
Investigation included customer support troubleshooting, which consisted of disconnecting and restarting the pump and instructing the user to wait for signal recovery. Investigation of this case revealed that the pump recognized the sensor after restart and the user was advised to wait 10¿15 minutes for readings, with plan to call back if signal did not return. It was concluded that the event was due to intermittent cgm signal loss and was resolved through user education and device restart.

Event description:
It was reported that the user experienced loss of continuous glucose sensor signal while using the ilet with a connected freestyle libre 3 plus sensor, with the pump display showing three bars in the sensor status circle and the cgm menu indicating ¿stop sensor.¿ symptoms included no cgm glucose data available. Outcomes included temporary interruption of cgm data display without impact to blood glucose.